Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 38 mg/dl at the time of the incident and was treated with glucose tablets. The customer was calling to report sensor updating change sensor low blood glucose. The customer was experiencing low blood glucose for 4 hrs. The customer was using insulin pump system within 48 hours of reported low blood glucose event. The auto mode was automatically delivering insulin at the time of low blood glucose event. The customer declined to complete troubleshooting for low blood glucose. The device will not be returned for analysis.